Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain/chronic pain') in an adult female patient who had essure (batch no. (L-7944895,r-751435)- not valid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "plaintiff did not undergo essure confirmation test". On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea (cramping)"), abdominal pain ("abdominal pain"), back pain ("back pain"), menorrhagia ("bleeding: menorrhagia (heavy menstrual bleeding)"), rash ("rash/skin condition"), skin disorder ("rash/skin condition"), psychological trauma ("psych injury"), cystitis ("bladder infection"), vaginal discharge ("vaginal discharge"), urinary tract infection ("uti"), vaginal infection ("vaginal infection"), fatigue ("fatigue"), alopecia ("hair loss"), tooth disorder ("dental problems"), migraine ("migraines"), headache ("headaches"), nausea ("nausea") and visual impairment ("vision problems") and was found to have hormone level abnormal ("hormonal changes"), weight increased ("weight gain") and weight decreased ("weight loss"). The patient was treated with surgery (essure removal scheduled). At the time of the report, the pelvic pain, dysmenorrhoea, abdominal pain, back pain, menorrhagia, rash, skin disorder, psychological trauma, cystitis, vaginal discharge, urinary tract infection, vaginal infection, fatigue, alopecia, tooth disorder, hormone level abnormal, migraine, headache, nausea, visual impairment, weight increased and weight decreased outcome was unknown. The reporter considered abdominal pain, alopecia, back pain, cystitis, dysmenorrhoea, fatigue, headache, hormone level abnormal, menorrhagia, migraine, nausea, pelvic pain, psychological trauma, rash, skin disorder, tooth disorder, urinary tract infection, vaginal discharge, vaginal infection, visual impairment, weight decreased and weight increased to be related to essure. The reporter commented: plaintiff received treatment for dysmenorrhea,chronic pain, pelvic pain, abdominal pain, back pain,psych injury, bladder infection, vaginal discharge, uti, vaginal infection,fatigue, hair loss, dental problems, hormonal changes, migraines, headaches, nausea,vision problems, weight gain, weight loss. Previously reported essure insertion date : (B)(6) 2011. Most recent follow-up information incorporated above includes: on 22-dec-2020: update of information (batch is not valid). Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain/chronic pain') in an adult female patient who had essure (batch no. L-7944895,r-751435) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "plaintiff did not undergo essure confirmation test". On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea (cramping)"), abdominal pain ("abdominal pain"), back pain ("back pain"), menorrhagia ("bleeding: menorrhagia (heavy menstrual bleeding)"), rash ("rash/skin condition"), skin disorder ("rash/skin condition"), psychological trauma ("psych injury"), cystitis ("bladder infection"), vaginal discharge ("vaginal discharge"), urinary tract infection ("uti"), vaginal infection ("vaginal infection"), fatigue ("fatigue"), alopecia ("hair loss"), tooth disorder ("dental problems"), migraine ("migraines"), headache ("headaches"), nausea ("nausea") and visual impairment ("vision problems") and was found to have hormone level abnormal ("hormonal changes"), weight increased ("weight gain") and weight decreased ("weight loss"). The patient was treated with surgery (essure removal scheduled). At the time of the report, the pelvic pain, dysmenorrhoea, abdominal pain, back pain, menorrhagia, rash, skin disorder, psychological trauma, cystitis, vaginal discharge, urinary tract infection, vaginal infection, fatigue, alopecia, tooth disorder, hormone level abnormal, migraine, headache, nausea, visual impairment, weight increased and weight decreased outcome was unknown. The reporter considered abdominal pain, alopecia, back pain, cystitis, dysmenorrhoea, fatigue, headache, hormone level abnormal, menorrhagia, migraine, nausea, pelvic pain, psychological trauma, rash, skin disorder, tooth disorder, urinary tract infection, vaginal discharge, vaginal infection, visual impairment, weight decreased and weight increased to be related to essure. The reporter commented: plaintiff received treatment for dysmenorrhea,chronic pain, pelvic pain, abdominal pain, back pain,psych injury, bladder infection, vaginal discharge, uti, vaginal infection,fatigue, hair loss, dental problems, hormonal changes, migraines, headaches, nausea,vision problems, weight gain, weight loss. Previously reported essure insertion date : (B)(6) 2011. Most recent follow-up information incorporated above includes: on 11-dec-2020: mr received : reporter, lot number added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain/chronic pain') in an adult female patient who had essure (batch no. 7944895inv,751435inv) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "plaintiff did not undergo essure confirmation test". On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea (cramping)"), abdominal pain ("abdominal pain"), back pain ("back pain"), menorrhagia ("bleeding: menorrhagia (heavy menstrual bleeding)"), rash ("rash/skin condition"), skin disorder ("rash/skin condition"), psychological trauma ("psych injury"), cystitis ("bladder infection"), vaginal discharge ("vaginal discharge"), urinary tract infection ("uti"), vaginal infection ("vaginal infection"), fatigue ("fatigue"), alopecia ("hair loss"), tooth disorder ("dental problems"), migraine ("migraines"), headache ("headaches"), nausea ("nausea") and visual impairment ("vision problems") and was found to have hormone level abnormal ("hormonal changes"), weight increased ("weight gain") and weight decreased ("weight loss"). The patient was treated with surgery (essure removal scheduled). At the time of the report, the pelvic pain, dysmenorrhoea, abdominal pain, back pain, menorrhagia, rash, skin disorder, psychological trauma, cystitis, vaginal discharge, urinary tract infection, vaginal infection, fatigue, alopecia, tooth disorder, hormone level abnormal, migraine, headache, nausea, visual impairment, weight increased and weight decreased outcome was unknown. The reporter considered abdominal pain, alopecia, back pain, cystitis, dysmenorrhoea, fatigue, headache, hormone level abnormal, menorrhagia, migraine, nausea, pelvic pain, psychological trauma, rash, skin disorder, tooth disorder, urinary tract infection, vaginal discharge, vaginal infection, visual impairment, weight decreased and weight increased to be related to essure. The reporter commented: plaintiff received treatment for dysmenorrhea,chronic pain, pelvic pain, abdominal pain, back pain,psych injury, bladder infection, vaginal discharge, uti, vaginal infection,fatigue, hair loss, dental problems, hormonal changes, migraines, headaches, nausea,vision problems, weight gain, weight loss. Previously reported essure insertion date : (B)(6) 2011. L-7944895,r-751435 both lot numbers invalid. Lot numbers reported 7944895 and 751435 are invalid. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 5-jan-2021: quality safety evaluation of ptc(product technical complaint). Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain/chronic pain') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "plaintiff did not undergo essure confirmation test". On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea (cramping)"), abdominal pain ("abdominal pain"), back pain ("back pain"), menorrhagia ("bleeding: menorrhagia (heavy menstrual bleeding)"), rash ("rash/skin condition"), skin disorder ("rash/skin condition"), psychological trauma ("psych injury"), cystitis ("bladder infection"), vaginal discharge ("vaginal discharge"), urinary tract infection ("uti"), vaginal infection ("vaginal infection"), fatigue ("fatigue"), alopecia ("hair loss"), tooth disorder ("dental problems"), migraine ("migraines"), headache ("headaches"), nausea ("nausea") and visual impairment ("vision problems") and was found to have hormone level abnormal ("hormonal changes"), weight increased ("weight gain") and weight decreased ("weight loss"). The patient was treated with surgery (essure removal scheduled). At the time of the report, the pelvic pain, dysmenorrhoea, abdominal pain, back pain, menorrhagia, rash, skin disorder, psychological trauma, cystitis, vaginal discharge, urinary tract infection, vaginal infection, fatigue, alopecia, tooth disorder, hormone level abnormal, migraine, headache, nausea, visual impairment, weight increased and weight decreased outcome was unknown. The reporter considered abdominal pain, alopecia, back pain, cystitis, dysmenorrhoea, fatigue, headache, hormone level abnormal, menorrhagia, migraine, nausea, pelvic pain, psychological trauma, rash, skin disorder, tooth disorder, urinary tract infection, vaginal discharge, vaginal infection, visual impairment, weight decreased and weight increased to be related to essure. The reporter commented: plaintiff received treatment for dysmenorrhea,chronic pain, pelvic pain, abdominal pain, back pain,psych injury, bladder infection, vaginal discharge, uti, vaginal infection,fatigue, hair loss, dental problems, hormonal changes, migraines, headaches, nausea,vision problems, weight gain, weight loss. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2019: pfs received : previously reported event of injury nos was replaced with event pelvic pain. New events dysmenorrhea, abdominal pain, back pain, menorrhagia, rash/skin condition, psych injury, bladder infection, vaginal discharge, uti, vaginal infection, fatigue, hair loss, dental problems, hormonal changes, migraines, headaches, nausea, vision problems, weight gain, weight loss, plaintiff did not undergo essure confirmation test were added. Reporter¿s information was added. Patient¿s demographics were added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.